Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from metallic debris, looseness, pain, infection, osteolysis, corrosion, and large amounts of toxic cobalt-chromium metal ions and particles to be released into the body.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the medical records indicated the patient underwent a revision on (B)(6) 2013 for infection and osteolysis. Wear was found on the taper, but no corrosion was mentioned. Only the head and liner were revised. The patient then underwent another revision on (B)(6) 2013 for infection and all implants were removed and prostalac was placed. The head and liner placed (B)(6) 2013 are not being reported as the patient was already infected. The patient was reimplanted on (B)(6) 2013. The (B)(6) 2013 note indicated the patient may have suffered a prior femur fracture when the stem was removed on (B)(6) 2013. The (B)(6) 2013 hasn't been provided. If/when we receive it we will updated as needed. No labs were provided for the alleged high metal ions. Part/lot is being updated. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
In addition in what was previous alleged, ppf alleges metallosis.